Event description:
Per biotronik rep (B)(4), this pt was involved in a motor vehicle accident. Prior to the accident, the pt was evaluated for syncopy and his pacemaker system was found to be functioning appropriately. Post accident, the ventricular lead was found with evidence of subclavian crush and loss of ventricular function. The lead was capped. Should additional info become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.